Manufacturer narrative:
Event site postal code: (B)(6), the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three to four hours of therapy, the intra-aortic balloon (iab) migrated and a check iab catheter alarm occurred frequently. When this issue occurred, the patient's arterial pressure has been stable and the iabp therapy for this patient was being planned to be completed. Therefore, this iab catheter was safely removed from the patient and the iabp therapy was completed with no issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded. No sheath returned with the device. One kink was observed on the catheter tubing approximately 76.7cm from the iab tip. The extender tubing, three-way stopcock and pressure tubing were returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure was performed, and no leaks were detected. The iab was placed on the cardiosave pump and pumped normally at 100bpm, but at 140 bpm, it did not pump normally, resulting in the membrane volume not inflating to 90% of its capacity. The evaluation determined a catheter kink causing the reported problem, it is difficult to determine when or how this occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).